Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump had over delivery. Blood glucose reading was 46 mg/dl. The customer stated they were treated with food. It was unknown that the auto mode was used or not. Customer stated that pump was pushing insulin even if they did not press the button on the pump anymore. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer will continue to use the device.